Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has no hearing sensations with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, a problem with the active electrode is suspected, most likely caused by an external mechanical impact due to an accident. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered at a later point in time.

Event description:
Patient no longer has any hearing sensations with the device. A trauma was reported by the patient' s mother. Re-implantation is considered for september/october.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The recipient no longer had any hearing sensations with the device. The recipient's mother reported that a trauma had occurred. Patient was re-implanted